Event description:
A test infusion was done by the customer with no issues. No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigated the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.

Event description:
The following has been reported: biomed reported: could you please take a look at these logs. Waiting to hear back reported problem, if any patient harm reported and if issue stopped active infusion. Biomed responded: the pumps sent in all had a tag that stated service needed. There was no patient harm reported on any sent in today. There was no report of the infusion being stopped during treatment on any of the pumps sent in today. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.